Event description:
A patient reported experiencing inaccurate high results with a fasttake meter. The patient's blood glucose results were 11.8 mmol, 9.0 mmol. Tests were done within 10 minutes with a difference of 31%. Patient did not experience any adverse events. No further information has been reported.